Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the back arrow key button are not working. The customer¿s blood glucose level was unknown. Customer states that numbers are not ramping on their own and scroll bar is not moving with no input. The customer stated that the block mode is inactive. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.